Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture was observed. The lead was replaced when repositioning was unsuccessful. Patient was stable after procedure.